Event description:
It was reported that the patient presented to the clinic for a follow-up experiencing discomfort due to extracardiac stimulation. Upon device check, it was noted that the right ventricular (rv) lead exhibited reproducible myopotential oversensing with arm movement, resulting in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
Section b3- date of event and d10- therapy date: the date of event and therapy was reported as an estimate as follow ¿around the fall of 2025¿.